Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and as a result the customer experienced sweating, weakness, seizure, and a loss of consciousness. The customer was treated with soda by a third-party, and then was able to consume a banana. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed linearity test. Low and high glucose results were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and as a result the customer experienced sweating, weakness, seizure, and a loss of consciousness. The customer was treated with soda by a third-party, and then was able to consume a banana. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink and the huawei p smart device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched if the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and as a result the customer experienced sweating, weakness, seizure, and a loss of consciousness. The customer was treated with soda by a third-party, and then was able to consume a banana. There was no report of death or permanent injury associated with this event.